Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. The visual inspection of the returned photo depicts the distal end of the instrument. The single-use loading unit is properly loaded into the instrument. The single-use loading unit was fired with properly formed staples. No other visual abnormalities were observed. The instrument was loaded with a fully fired single-use loading unit. Twelve properly formed staples were received stuck in dried bodily fluids on the single-use loading unit. There were no visual or functional abnormalities noted during post market vigilance testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic low anterior resection with loop ileostomy, while the device was being applied to the bowel, staples did not deploy. The tissue was cut thinking that the staples had deployed. The open tissue was managed and stapled stump with another manufacturer's product. It was also reported that the device did not fire using a second loading unit which unexpectedly open bowel lumen. New instrument was required and sutures were placed. The surgical time was extended by more than 30 minutes. There was no patient injury.